Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported the laser stopped during ablation treatment. The company clinical application specialist instructed the doctor on how to continue the procedure. The patient is doing well post-operatively. The field service engineer (fse) stated the nitrogen generator did not meet specifications in high flow so it was replaced. The energy transmission was low and the optics were replaced.

Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) verified the system. The fse could not reproduce the reported problem. Logfile review for the day of treatment shows the treatment stopped by occurrence of a warning message. The user then repeated the centertest and the system showed an info message that was repeated three times. As the procedure interrupted for more than ten minutes, the system showed the info " treatment stopped". The treatment was aborted by the user two minutes later after a retry of centertest . The user restarted the treatment immediately and the treatment was performed successfully without any problem. All other eleven treatments before and after this treatment performed successfully without this message or another problem. The root cause for the occurrence of the info message could not be identified by review of the logfile. No technical root cause could be identified. The possible root cause is eye anatomy or movement of the patient´s eye. The manufacturer internal reference number is: (B)(4).